Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient family member reported the device was put in "for some sort of purpose with fecal issues ". The patient has been having excessive diarrhea "and it has been really bad probably the last year and a half or two years, especially for the last 3 months, to the point where he has diarrhea 7 times in an hour. The doctor ordered patient to continue taking imodium ad on a regular basis". Caller stated that the patient has had testing done "and so far it came up negative and yesterday he had a colonoscopy but don¿t have the result yet. They did try to get patient an MRI of his brain done but they put it on hold due to the device". Caller stated the patient was brought to the ER at the end of (B)(6), due to dehydration from excessive diarrhea, and he was having hallucinations. They are trying to determine if this was because of the impact his head has taken when he falls. Caller stated that the patient went to the ER a week ago, and later stated it was 7 days ago ((B)(6) 2018). The patient was then admitted to the ICU, and battery was "bulging from his hip, where the battery is". Caller stated that the patient has had "30-40 falls" and which started "3 years ago, even before the unit was put in and it started getting worse after the implant was put in. Caller stated that the patient's falls on the side of his body where the implant is, and knows this because the patients arm was bruised and bloody and it was the arm on the same side of his body where the implant is. The patient has hit his head during these numerous falls. The patient's diarrhea began getting worse, starting last august, after the pt fell and broke their leg. Caller stated that they think it was unacceptable that the patient has not seen the doctor since they were implanted. Caller redirected to follow up with hcp. The patient indicator for use were for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further complications were reported/anticipated.